Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. The scope communication error was due to the defective main board. Additional evaluation also found that there was no response of the front panel, and the keys did not work due to a defective printed circuit board. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that the video system center had a b40 communication error. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Information added to the field: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, a root cause could not be determined. However, it is likely that the phenomenon's complete video failure was displayed, and there was no response of the front panel occurred due to main/printed circuit board failure. Olympus will continue to monitor field performance for this device.